Event description:
The customer reported the system was unable to boot up or perform fluoroscopy and was unusable. There is no report of injury or death associated with the event described in this complaint

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.